Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(6), ubd: 05-nov-2005, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 06-aug-2018, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(6), ubd: 31-oct-2005, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Informed by internal manufacturer representative (rep) that implant date for patient's implantable neurostimulator (ins) was likely incorrect. During research for correct implant date, operative note was received that mentions more than one occurrence of infection. Post replacement, infection was discovered. Pt completed a course of antibiotics, including vancomycin and cipro under the guidance of the infections disease dept. Two weeks prior to (B)(6) 2014, patient noticed clear/yellow discharge from the skin over the left connector site at which point he started a 2 week course of keflex, which he had not completed. He had no fevers, chills, cognitive changes, nor worsening of any symptoms related to the disease for which he was implanted. He presented to the emergency department on (B)(6) 2014 after one of the lead connector wires penetrated through the area of wound dehiscence. Patient was admitted and treated for wound care and released with antibiotics. Patient presented again over concern of exposed stimulator wire from the wound. Their spouse noticed that there was a clear wire to the left scalp exposed that morning. It was reported that the day before he had tripped and bumped that side of his head on a wall. There was no bleeding. A small amount of discharge was noted. No fever, chills, sur rounding redness. In concluding medical notes, the entire system required removal. The issue was resolved and new system was installed (B)(6) 2015.